Manufacturer narrative:
No device failure. Orientation of the pt during surgery also contributed to event. Based on the orientation of the pt's head relative to the spinal column, the interface of the instrument with the implant set screw may be more difficult.

Event description:
During surgery, a larger incision was required in order to accommodate the instrument assembly required to fixate the implant. Proper engagement of the instrument assembly to fixate the set screw could not be performed without opening the incision further. The event caused a surgical delay of fifteen mins.